Event description:
It was reported that the device failed to properly detect an episode of supra ventricular tachycardia (vt), leading to an inappropriate shock. Additionally, the atrial lead exhibited undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.